Event description:
It was reported that: "dr (B)(6) revised pt's hip due to adverse local tissue reaction."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR number 9616680-2012-00619.